Manufacturer narrative:
(B)(4) batch # u5cy1l. (B)(4). Investigation summary : the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the pse45a device was returned with no apparent damage and with an ecr45w unfired reload loaded on the device. During functional test evaluation, the device was noted to be non functional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, evidence of corrosion was noted on the knife subassembly and the retainer channel proximal not allowing move the knife. In addition, the returned reload was tested with a test device and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. One possible cause for this condition may be exposure to the cleaning solutions. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during the left lung tumor resection surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.